Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that during the atrial fibrillation ablation with farapulse procedure faradrive steerable sheath clear was selected for use. It has been mentioned that during preparation, when flushing the faradrive sheath there was a hole on part of the opening valve line, so the water wasn't flushing through the sheath, it was coming out of part of the lumen from either a tear or a hole on the proximal end of the sheath. The procedure was completed successfully by using alternative device. No patient complications have been reported. The product is not expected to be returning as it was disposed.